Event description:
A report was received that the area around the patients battery site had an opening that almost like the pocket stitches had come out. It was also reported that there was an open wound on the patient's back near the scs leads. The patient was admitted in the hospital and the physician did an explant procedure on the patients devices due to the thoughts on risk of infection.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model#: sc-4318 lot #: 18838993 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the area around the patient's battery site had an opening that almost like the pocket stitches had come out. The patient was admitted in the hospital and the physician did an explant procedure on the patient's devices due to the thoughts on risk of infection.

Event description:
A report was received that the area around the patient's battery site had an opening that almost like the pocket stitches had come out. The patient was admitted in the hospital and the physician did an explant procedure on the patient's devices due to the thoughts on risk of infection.